Event description:
It was reported to philips that device does not recognize the paddles and damage to the paddle connector. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device does not recognize the paddles. Based on the information available, the cause of reported issue is due to the defective paddles. A repair quote was sent and the same was rejected by customer. Hence no repair was done by philips. The customer did not accept the repair quote and the working status of the device is unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer did not accept repair quote.